Event description:
The customer reports: patient admitted for liver resection on (B)(6) 2019. Anesthetist inserted radial artery catheter ra-04220 into (r) radial site. Punctured vessel, obtained flashback, advanced wire, went to advance catheter over wire but white hub difficult to dislodge and unable to advance catheter. Removed device without pulling wire through the needle. As removed the wire uncoiled and was in the patient. Slowly removed unfurled wire from patient and aborted the procedure. Patient xr obtained and ultrasound performed. Wire fragment 7mm imbedded in patient subcutaneous tissue. No surgical intervention required for patient at this stage. Patient condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one radial arterial catheter assembly for analysis. Signs-of-use in the form of biological material were observed on the assembly. Visual examination of the returned sample revealed that the guide wire was unraveled. The guide wire was removed from the assembly for further analysis. Microscopic examination revealed that the distal weld detached from the guide wire and was not returned by the customer. In addition to the guide wire, the catheter was also defective in that it would not advance off the introducer needle. The guide wire outer diameter and the introducer needle inner diameter were measured and were found to be within specification. A lab inventory spring wire guide with a diameter of .4572 mm was inserted through the proximal end of the introducer needle. The needle was able to pass with minor resistance. This indicates that the returned swg should be able to advance through the needle as well. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user , "prior to insertion, actuating lever must be retracted proximally as far as possible or blood flashback may be inhibited." Additionally, "if resistance is encountered while advancing spring-wire guide do not force feed." The IFU also warns the user, "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report of a separated spring wire guide was confirmed through complaint investigation of the returned sample. Visual examination revealed that the distal weld detached from the core wire and the coils. The returned sample met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the returned sample , unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: patient admitted for liver resection on (B)(6) 2019. Anesthetist inserted radial artery catheter ra-04220 into (r) radial site. Punctured vessel, obtained flashback, advanced wire, went to advance catheter over wire but white hub difficult to dislodge and unable to advance catheter. Removed device without pulling wire through the needle. As removed the wire uncoiled and was in the patient. Slowly removed unfurled wire from patient and aborted the procedure. Patient xr obtained and ultrasound performed. Wire fragment 7mm imbedded in patient subcutaneous tissue. No surgical intervention required for patient at this stage. Patient condition is reported as fine.